Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Insulin pump received with missing segments and clear horizontal clear line on lcd glass due to cracked zebra connector on lcd board. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and cracked pump belt clip slot.

Event description:
It was reported that the insulin pump had unresponsive buttons and keypad. The customer's blood glucose was 8.8 mmol/l. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.